Manufacturer narrative:
Tracking #.43971. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that dried body fluids in the cartridge assembly and a separated cartridge nose weld may have caused the reported "staples would not advance" during surgery. The instrument was rec'd with the driver adhered to the staple plate by dried body fluids. No conclusion could be reached as to how the cartridge nose weld had become separated.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate the staples would not advance. There was no consequence to the pt.